Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no adverse impact the customer¿s blood glucose. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared.